Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that there was no electrode as it was faulty from the start or it went back with introducing needle. The customer's blood glucose level was 160 mg/dl. The customer also reported that sensor was rejecting calibrations. The sensor will not be returned for analysis.